Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed cubie was not releasing. A field service engineer contacted the customer and identified a ghost pocket in auxiliary 6.2 pocket b254, which required assistance from technical support specialist to delete the ghost pocket. Admin assisted with the deletion to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was failed and not releasing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.